Event description:
A non healthcare professional reported that lens fragmentation marks were visible within the anterior capsule, despite the anterior offset being set to five hundred microns in the unknown eye of the patient during refractive surgery. The procedure was completed as planned.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).